Manufacturer narrative:
(B)(4).

Event description:
Procedure type: nephrectomy. According to the reporter: during the case, cutting was dull. Another device was used to complete the procedure. There was no harm to the pt.